Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced discomfort at the implantable pulse generator (ipg) site. The ipg was relocated higher up to resolve the issue on (B)(6) 2020. Therapy was restored post procedure. There no complications during the procedure. Patient was stable.